Manufacturer narrative:
The patients family reported another incident of inappropriate therapy on (B)(6) 2020. The lead remains implanted. Should additional information become available, this file will be updated. This lead was explanted (B)(6) 2020.

Manufacturer narrative:
The patients family reported another incident of inappropriate therapy on (B)(6) 2020. The lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead is showing noise and possible loss of capture. The patient also received inappropriate therapy. The lead remains implanted. Should additional information become available, this file will be updated.